Event description:
Severe effusion. Case description: spontaneous report rec'd on 22-sep-2010 from a health care provider, via a company rep, regarding a pt (unk initials). The pt had an unk history. The pt experienced severe effusion after receiving synvisc-one. The pt rec'd a synvisc-one injection in an unspecified location on an unspecified date. The hcp reported the pt experienced severe effusion, which lead to the pt's hospitalization, following synvisc-one injection. At the time of this report, the outcome of the pt was unk. (B)(4). Additional information was rec'd on 24-sep-2010 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.